Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared two other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was stated that the alleged product issue first began in "(B)(6) 2015 at night". The reporter claimed that the patient obtained an alleged inaccurate high blood glucose result of "273mg/dl" on the subject meter, compared to "121mg/dl", on another device (onetouch ultra and a pharmacist meter), performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The reporter stated that the patient takes oral medications diet and /or exercise to manage his diabetes and made no changes to his usual diabetes management routine as a result of the alleged product issue. The reporter denied that the patient developed symptoms. The reporter claimed that at the "end of (B)(6) in the morning" the patient made a doctor's visit and had his oral medication of metformin adjusted "maybe 500 units". No medical intervention was required. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, testing steps were correct and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient carried out a control solution test and obtained an out of range result. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided and the control solution test result fell outside the appropriate control solution range the device malfunctioned.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow-up #1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: analysis of the meter involved with this complaint was not possible due to the meter having a damaged button. The test strips failed testing. The reported issue was confirmed. Additional testing was performed on the test strip vial and desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.